Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an crtd upgrade procedure, high capture threshold and a decrease in r-wave amplitudes were noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead revealed no anomalies with the exception of damages consistent with procedural damage. The reported events of high capture threshold and low sensing amplitude were not confirmed.